Manufacturer narrative:
Additional information was received on 1/4/2021, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 1/6/2021. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During visual evaluation of the device, an area of shell abrasion was observed on the posterior view. Within the shell abrasion, a tear was observed, measuring approximately 0.2 cm. The evaluation determined that the rupture is consistent with a deflation caused by wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 12/8/2020, patient also experienced left sided cutaneous contour deformity post procedure. As a result, patient underwent bilateral removal and replacement with two 465cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation . Patient has an explantation date on (B)(6) 2020. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent primary breast augmentation surgery with a 350 cc mentor smooth round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2020.